Event description:
No osseointegration, smoker, periodontal disease at time of surgery, thread tap used, primary stability was achieved, implant was completely covered by bone, immediate implantation, infection, abscess